Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was unknown. Troubleshooting was performed by the customer but the issue was not resolved. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, stop current test, run current test, self test and off no power test. No unexpected blank display noted. Device was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker.